Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep on (B)(6) 2011. "[Name removed] called stating this ventilator alarmed ext high ppeak alarm and stopped ventilating while in pt use. No name noted, pt was immediately taken off the ventilator and placed on another ventilator." The following description of the event and the condition of the pt was copied from the user facility medwatch report received from the user facility on (B)(6) 2011. "The ventilator in question did not stop ventilating the pt, but the ext peak pressure alarm occurred." "No pt harm occurred because of rn intervention."

Manufacturer narrative:
Add'l info from the source report (uf): model# 17310-00, catalog# adnch 200mp. (B)(6). The user facility did not provide any pt or device codes on their user facility report. Info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep and carefusion failure analysis lab rep. The carefusion field service rep evaluated the device and determined that the root cause of the reported event was a faulty tca pcba in the gas delivery engine (gde). The carefusion field service rep replaced the tca pcba and as a precaution the emp (enhanced pt monitor) assembly was also replaced before running the device through a complete checkout to ensure it meets all factory specs. Upon completion the device was returned to the customer's control ready to be placed back into service. The carefusion failure analysis lab rep evaluated the alleged faulty tca pcba and was unable to reproduce/verify the complaint. The allegation of a false extended high ppeak pressure alarm is a known issue related to the tca pcba in the gas delivery engine. The allegation of a false extended high ppeak pressure alarm is a known issue related to the tca pcba in the gas delivery engine. Carefusion has initiated a voluntary field correction to address this issue.